Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 18 mmol/l with extreme drowsiness and extreme thirst associated with an alleged issue of air bubbles in the cartridge. The patient reported that they started having air bubbles in the cartridges after doing site changes, even though the patient reportedly checked and removed any bubbles seen before priming. The patient reportedly spoke to their doctor who considered adjusting the patient¿s basal rates but doesn't want to makes changes until the bubbles issue has been resolved. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were air bubbles in the cartridge tubing. The patient was advised to leave their next cartridge on a table for 30 mins after changing and then remove any air bubbles that come up again and if the problem continues then change to another box of supplies. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged issue of air bubbles in the cartridge.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak/force/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.